Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones due to shock lead impedance out of range. Technical services (ts) was consulted and recommended raising impedance limit. The device remains in service. No adverse patient effects were reported.